Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73j1500670 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the staples do not close when activated therefore they do not hold tissue together. The patient's condition was reported as unknown.